Manufacturer narrative:
H3 other text : not available.

Event description:
The user facility reported that the bottom of device canister has broken entering the holder with no excess force during a procedure. Femoral canal had to be scraped out with a curette to remove the cement that went into the femoral canal and re-prepped ready for the next lot of cement. The procedure was completed successfully, without a clinically significant delay; no adverse consequences were reported.